Event description:
The pt had had a coronary artery bypass graft (CABG) procedure but it is not known if it involved the area previously treated with a cypher stent.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional info has been requested and will be submitted within 30 days upon receipt.